Manufacturer narrative:
The insulin pump had no button response and button error alarms due to corroded keypad traces. No ramping numbers or scroll bar moving with no input noted. Unable to test for failed battery test alarms due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm and keypad anomaly. The blood glucose at the time of the incident was 115 mg/dl. Troubleshooting was performed. The device was returned for analysis.